Event description:
It was reported by the customer that a pyxis ciisafe, keeps crashing. The customer stated that the cii safe keeps crashing during normal workflow and displays that windows needs to be activated. The crash results in a black screen and a reboot. The issue was causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device keeps crashing. The technical support specialist logged out of cii safe application backed up the database, update database and rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.